Event description:
It was reported that the foley catheter fell out of the patient on the day of use.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest for 30 minutes with no observed leaks. The catheter balloon was passively deflated with no issues or cuffing noted, and the balloon concentricity was observed to be 70:30 as compared to attachment 1 of tm0300903 (rev 2). This meet specification per inspection procedure ip7602590, revision 10, which states, "cuts in lumens are not allowed." No root cause could be found because the reported event was unconfirmed. The device was returned for evaluation. A DHR is not required since the reported failure was unconfirmed. Therefore, no additional action is required at this time. As the reported event is unconfirmed a risk review and labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient on the day of use.